Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted hepatectomy surgical procedure, the maryland bipolar forceps instrument caused the tip to burn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information: the instrument was inspected prior to use with nothing noted out of ordinary. The thermal damage was observed intraoperatively during use. Reported instrument did not collide with other instrument or tool during procedure. An arcing event was observed during the procedure. Surgeon was removing instrument from tissue when arcing event occurred. A fenestrated bipolar forceps instrument was in use when the arcing was observed. There was no injury to the patient. Instrument was not available for return as of now. No photographic images were available for review.